Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the procedure, while trying to clip, the pt bled, tried another spot to clip, pt bled. Noticed the clip end was loose, opened another 5mm clip applier and was working properly. The clips fell into the pt's cavity but were retrieved. There was excessive bleeding from cystic artery. The bleeding was reported in excess of 500cc but did not require a blood transfusion. The case was not extended by more than 30 minutes.